Event description:
The shunt was placed by the physician on 2/27/98. It was found to be disconnected on 3/22/98 and revised on this date by the physicain. The pt was sick for four days; worse in the twelve hours prior to revision.